Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: under infusion happened when filters were used for certain medications. The department where the event occurred was infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.